Manufacturer narrative:
The initial MDR was filed as MFR. Report # 6000030. (B)(4). The event will now be followed in mfg. Report# 3004209178-2016-03801.

Event description:
Additional information received from the consumer indicated the inability to go to the bathroom was a positional urinary issue and was temporary.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2013, product type: pump. (B)(4).

Event description:
Information was received from the consumer and a health care provider (hcp) regarding a patient receiving intrathecal fentanyl 9000 mcg/day, clonidine, and bupivacaine. Additional drug information was unknown. The indication for use was spinal pain. The patient reported getting approximately 40 boluses/day because receiving the boluses provided better therapy than simple continuous. Per the patient, if they got all the meds in a normal infusion mode, they could not go to the bathroom, but the same dose via boluses worked fine. The patient reported receiving fentanyl and "though bupivacaine to knock down a horse". If the patient got all of the meds in a normal infusion mode, he could not go to the bathroom, but the same dose via boluses worked fine. The patient reported leg numbness occurred as well. The patient's right leg went numb before her left leg got pain relief. The patient had to be "inverted" when he bolused, otherwise he could not go to the bathroom, and his leg went numb. The patient would lie on an ottoman that was propped up on a couch when he bolused. If the patient was sitting or lying down, the medication went to his right leg but not the left leg. Although the patient reported first experiencing the leg numbness and inability the go to the bathroom in 2013, the health care provider (hcp) reported that it began in (B)(6) 2015. The dose was "too high", so they decreased the bolus dose. Additional information was requested regarding the cause of the patient's issues, device information, and clarification on "not being able to go to the bathroom." If additional information becomes available, the event will be updated.